Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that arterial line placed at the bedside in ICU by dr with rn assisting. Once insertion was completed and connected to transducer blood was spraying out of connection tubing. Upon inspection a crack was found in arterial line extension tubing. Extension tubing removed and replaced. No other information has been provided, at this time. There was minimal impact on the patient. Patient bleed from defective tubing for a few seconds. It was immediately noticed and disconnected. A new extension tubing was replaced within a minute of finding the crack in the tubing. There was no adverse event to the patient.